Event description:
During an intervention in the upper gi tract for eftr, clip deployment was not visually verified before performing resection. The resulting perforation was closed with otsc. The patient recovered without further treatment.

Manufacturer narrative:
Since the affected device was discarded, no technical evaluation was possible, and the analysis is based on the information provided by the user. The clip release was not optically verified before executing the snare resection. Such observation of clip release is mandated by the device's IFU. Perforation is a known procedural complication in the resection of lesions. The inspection of the production quality records showed no abnormalities that indicate a product-related defect. Note: this report is a retrospective submission of complaints from the year 2024.